Event description:
It was reported that following a back fusion procedure the patient had an infection. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices were thrown away by the facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408560; model: sc-2408-56; serial: (B)(4); batch: 19882803/19882803.

Event description:
It was reported that following a back fusion procedure the patient had an infection. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices were thrown away by the facility. Additional information received that patient infection was at the site of the fusion. It was noted also that patients experience fever and delusions. The patient was placed under antibiotics.